Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred, the battery gauge was fluctuating and the pump shutdown and would not turn back on when plugged into a power source. Customer¿s blood glucose level was 139 mg/dl. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent to the customer.